Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1197489; medical device expiration date: 30jun2026; device manufacture date: 06sep2021; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precision glide¿ needle 23ga 1in the needle was clogged and broke in the patient's arm. There was no report of patient impact. The following information was provided by the initial reporter: these situations were described by nursing assistant as follows: "I have had removing the broken needle from the patient's arm, puncturing him up to twice because the needles come out clogged and crooked". A: more than 5 units of needles. Has there been any harm to the patient? (Detail) a: damage as such, no, but there was a small situation where the needle remained embedded in the patient's arm, but it could be managed since the needle was withdrawn without causing any damage to the patient.

Manufacturer narrative:
H6: investigation summary: three photos received for investigation. No defects or issues can be observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, root cause is associated with adjustment position of the equipment. Manufacture of a system that allows the casing gate to be kept fixed to prevent it from losing position, including the review of the new system in the maintenance route will be implemented. Based on the quality team's investigation, we are not able to identify a root cause for clogged needle related to our manufacturing process at this time.

Event description:
It was reported while using bd precision glide¿ needle 23ga 1in the needle was clogged and broke in the patient's arm. There was no report of patient impact. The following information was provided by the initial reporter: these situations were described by nursing assistant as follows: "I have had removing the broken needle from the patient's arm, puncturing him up to twice because the needles come out clogged and crooked". A: more than 5 units of needles. ¿ has there been any harm to the patient? (Detail) a: damage as such, no, but there was a small situation where the needle remained embedded in the patient's arm, but it could be managed since the needle was withdrawn without causing any damage to the patient.

Manufacturer narrative:
Investigation summary: three photos received for investigation, upon visual evaluation, bent needle is observed. No other defects or issues can be observed. Additionally, (B)(6) needle samples received. Bent cannula is confirmed, further evaluation was performed and the needle was damaged which likely is causing the bent cannula and clogged needle. No damage to shield or hub was observed. Functional testing was performed, no material found that could cause clogged needle. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information received.